Manufacturer narrative:
Components explanted on (B)(6) 2013 were incorrectly listed as explanted during the 2015 revision. Part numbers have been changed to reflect the two parts implanted on (B)(6) 2013 and explanted on (B)(6) 2015. The reason for this revision surgery was the femoral neck disassociated from the stem after 1.9 years in-vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the product complaint report history showed there is one non-conforming material report (ncmr) ncmr# 18418 associated with part number 410-35-108 related to label color. A review of the product complaint report history showed there are five complaints lodged against the incident part number 410-35-108. Among those five complaints, there were three similar complaints i.e. Neck dislocation/dissociation and the other two complaints were related to infection and pain. There is no information about any patient activity level, trauma, disease, or general health condition that could have contributed to dissociation. In order for a modular neck to dissociate from the femoral stem, the connection must be loose and a sufficient traction force must be applied to the leg to obtain the jump distance required for separation. Even if a tractive force were applied to the leg (i.e. Pulling on the patient's foot), and a second resisting internal force must be applied to the modular neck to obtain the necessary jump distance. This is not a scenario the joint is typically exposed to, indicating an unusual loading situation, resulting in dissociation. No additional information with regard to patient's x-rays, surgical reports or prior surgeries is available to analyze. Further investigation can be performed only if the information regarding patient's physiology and x-rays of prosthesis or surgical reports are provided. The root cause of this failure investigation is limited in scope since the explanted products from the surgery is not made available to djo surgical for examination. Some potential factors that can contribute to dissociation include, but are not limited to, trauma, loosening the neck connection, inadequate impaction force, and blood/fluid/debris on the taper surfaces prior to impaction. It is not likely that a normal loading condition lead to the reported dissociation. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the modular r120 femoral neck disassociated from the stem causing implant failure.